Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer was instructed by technical support to inspect and clean the cartridge o-ring and the pneumatic tap area, then follow on-screen instructions to complete the loading process. Customer successfully loaded the cartridge onto the pump and resumed insulin delivery.